Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. Upon investigation the service engineer found a problem with the small focus of the installed tube. The analyses of the log files showed that 20 messages and filament warnings were reported. At the same time the angiography application reported that no hv dose was available. The results of the log file analysis show an emitter issue. The returned tube was examined in detail and showed that the filament of the small focus was touching the focal head at the inner focal boundary. The resulting material change of the focus head pollutes the vacuum and therefore the x-ray tube starts arcing. The tube was replaced by the local service organization and the error did not reoccur. This kind of failure (arcing because of a focus defect) has a rare occurrence. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During an emergency procedure, the user reported that x-ray was no longer possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.